Event description:
Caller alleged discrepant precision results. Results as follows: inratio2: 5.7, re-test: 2.5, lab: 6.4. Home health rn is wiping first drop of blood and also milking the finger.

Manufacturer narrative:
Customer was milking her finger, which may cause contamination with interstitial fluids. This may lead to inaccurate inr results. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2010. Inratio meter = 5.7 inr, 2.5 inr. Reference = 6.4 inr. Mean = 4.87. Confidence limits = 2.6-6.9. The mean of the inratio meter and comparative system inr were calculated. One of the inratio values falls outside the limits, so the criteria are not met and the value is discrepant beyond the documented variability for pt/inr testing. Inratio precision data provided by end-user: date: (B)(6) 2010, 1st inr: 5.7, 2nd inr: 2.5, mean: 4.10, sd: 2.26, %cv: 55.19. Since %cv is more than 20%, the test failed the criteria for precision. As of 08/23/2010, no strip lot information was provided nor product expected to return. Unable to perform in-house investigation. No further investigation will be pursued. Analysis of the client's data from repeated inratio tests revealed that test result comparison did not meet precision criteria. No strip lot info was available. Milking finger stick sample could contribute to unexpected test result. Issue in complaint will be subject to tracking and trending. Corrective action not required at this time.